Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman access system (was). During the procedure, activated coagulation time was 155 seconds and an additional 8000 units of heparin were administered. Following deployment of the closure device, a thrombus was identified via transesophageal echocardiogram (tee). Aspiration was attempted then the closure device was released. Aspiration was again attempted, and the thrombus was no longer visible. When the wds was removed from the patient anatomy, a thrombus was observed attached to the threaded insert of the closure device. No patient complications were reported.